Manufacturer narrative:
Follow-up #1 date of submission 08/28/2014-product analysis:the pump was returned and evaluated by product analysis on 08/14/2014 with the following findings:the complaint could not be investigated due to frequent replace battery alarms. A review of the black box revealed related rebooting events. A battery compartment crack was observed. There was no moisture observed within the battery compartment or battery cap. Moisture was visible beneath the display lens. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, a dim display screen was discovered during evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue with evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.